Event description:
Investigation completed by video.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd extension sets . No product was returned. A video was submitted on the malfunction. The extension set causing occlusion alarm was confirmed. The engineering production was reviewed with no discrepancies and the production passed testing 100% prior to release of product the cause is believed to be excess solvent was applied in the solvent bonds. Production personnel was trained on (B)(6) 2020 on pm-417 rev.104 in order to reinforce the solvent application.

Event description:
Information was received indicating that a smiths medical pump was alarming with occlusion with a specific extension line. This did not occur with every extension set but just a few specific ones. There were no reported adverse events reported.